Manufacturer narrative:
(B)(4). Physio-control performed extensive testing on the customer's device but was unable to duplicate the reported lockup condition. Physio did observe that the device would repeatedly fail to show ECG channel activity upon powering on, even with manual reboots. The issue occurred when a quik-combo therapy cable was connected and the device boots up into paddles lead ECG, when ECG lead ii is the default boot-up configuration. When the issue occurs, there is no ECG data (including paddles lead ECG) available, on the display or otherwise. As a result, defibrillation may be delayed if it were necessary. The manner in which the observed issue presented itself may have appeared to an end user that the unit was locked-up, when it was not. Physio-control was unable to conclusively determine the cause of the observed issue. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer reported that their device was intermittently locking up. There was no report that this issue occurred during patient use.

Manufacturer narrative:
After additional investigation it was found that the device would intermittently boot up with the paddles lead selected for display in the channel 1 position on the monitor when the device was actually configured to boot up with lead ii (a patient ECG monitoring cable lead) selected for display in the channel 1 position on the monitor. When this occurs, the channel 1 area of the monitor display is completely blank and the device fails to display any ECG trace. It was determined that, for this issue to occur, the device default settings must be configured with the vf/vt alarm set to on, lead ii must be configured as the default ECG lead in the channel 1 position, a set of defib paddles or a therapy cable must be attached to the device and there is no patient ECG cable attached to the device. The cause of the issue was determined to be due to a software design issue. The software task "pcschedulertask" is being interrupted while attempting to change "waveform1" causing a mismatch between the subsystem and global variable waveform1 setting. A correction to the design of the device software will be made to eliminate the cause of this intermittent issue.